Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) indicated that device data is required to determine the cause otherwise device replacement was recommended if the patient is at risk from safety core operation. This pacemaker was subsequently explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.